Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. The pump was in the customer's pocket and the pump touch screen became cracked. Customer was unable to see most of the pump touch screen due to the damage. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.